Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr01 implantable pulse generator (ipg) implanted: (B)(6) 2008, 6940 implantable pacing lead implanted: (B)(6) 2000.

Event description:
It was reported that there was a ventricular lead warning and polarity switch. Remote transmission showed there was multiple low impedance paces. It was noted the patient did not pace very much. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a ventricular lead warning and polarity switch. Remote transmission showed there was multiple low impedance paces. It was noted the patient did not pace very much. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.